Event description:
Reporter indicated that the pt had died. The pt's father found him tangled in his blanket at night. The pt's death was not witnessed, and the cause of death was not known at the time of the report. The reporter also indicated that since the pt was implanted he had fewer seizures, but that the seizure intensity was worse. All attempts for further info on the pt's cause of death and the increased seizure intensity were unsuccessful.

Event description:
Cause of death information obtained from the (B)(6) was reviewed by the manufacturer which indicated that the patient had died on (B)(6) 2009 due to a cause of other and unspecified convulsions. Underlying cause of death was other and unspecified convulsions. A sudep (sudden unexpected death in epilepsy) evaluation was performed which determined that the death met criteria for classification of probable sudep. There is no allegation or other information indicating that the death is related to vns.

Event description:
Cause of death information obtained and reviewed by the manufacturer which indicated that the patient's cause of death was definite sudep with other and unspecified convulsions. There is no allegation or other information indicating that the death is related to vns.